Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having dislocated; the surgeon took out the humeral socket insert and exchanged it for a 508-01-036.